Event description:
Boston scientific crm received information that this ventricular lead dislodged. The physician was able to successfully reposition the lead, therefore, it currently remains in service. No adverse pt effects were reported. The ventricular lead was repositioned and remains in service. No further information is available. If additional information should become available to our company, this event would be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality document accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.